Event description:
In 2009, the patient reported that she has been experiencing elevated blood glucose over the past few days and she believes it is due to the malfunction of the up button of the infusion device. Three days prior, she noticed that the bolus confirmation did not correspond to the number of button presses. Her blood glucose has ranged from 350-500 mg/dl. Her normal blood glucose range is 100-130 mg/dl. She changed the insulin cartridge and infusion set and programmed additional boluses in an attempt to lower her blood glucose. The infusion device has not been dropped or exposed to water. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.